Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information was requested and the following was obtained: was a leak test performed? No if so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 37. How was the leak identified? CT. Where was the leak? Proximal stomach. What was observed at the site of the leak upon reoperation? Proximal stomach, about 15-20mm defect. How was the leak addressed? Ex lap primary repair, omental patch egd stenting, abdominal drainage and gastric decompression, pt remains critically ill what color cartridge reload was used? Blue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a bariatric sleeve, there was a small leak on the proximal side of the stomach. This patient is in ICU and seems to be doing a little better now.